Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the clips would not hold on to tissue. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p93e81. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, two clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.